Manufacturer narrative:
Analysis revealed that as received, the collets on each end of the pin connector were fully deployed and locked into position. There was no catheter segment attached to one side of the pin connector. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. Analysis concluded that the catheter pin connector collet prematurely locked in place. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8785, lot# 0209341301, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in poland who was receiving lioresal (concentration 500 mcg/ml, dose 300 mcg/day) via an implantable pump. The patient's medical history was noted as severe spasticity. After replacement of the catheter connector in catheter system, (see MFR report# 3007566237-2016-02764 for reason of catheter exploration) one side was able to connect with catheter after sliding the collet and heard the "klick" sound. But the second side of the catheter, after insertion of the catheter to collet hole, sliding catheter to the end, physician closed the connector, provided all necessary steps till he heard click sound of the collet. After all this steps catheter slipped out from the connector. Surgical intervention occurred to open the pocket where pump was implanted to get access to all catheter connections. There were no symptoms mentioned additional information received from the manufacturing representative on 2016-jul-18 indicated that the previously reported surgical intervention took place on (B)(6) 2016. The catheter connector was replaced because the doctor decided to disconnect the pump and spinal segment to check that the patency of the catheter segments were ok. It was unknown as to why the ascenda catheter slipped out from the connector. A new catheter had not been implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.